Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead helix would not extend. The lead was not used. There were no adverse consequences to the patient.